Manufacturer narrative:
All available information was investigated, and the reported issue of clip opening while establishing final arm angle and noise could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle (unintended movement) and noise could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful, and an audible noise was heard from the arm positioner. Therefore, the cds was removed without issue. A new cds was used to complete the procedure. Two clips implanted reducing mr to <1. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided.